Event description:
The customer stated that she had symptoms of low blood sugar for 19 days ((B)(6) 2019 to (B)(6) 2019) and alleged that the guide meter was giving her higher readings than her actual blood glucose level. The customer reported that the blood glucose device gave higher than expected readings during a hypoglycemic event on (B)(6) 2019. The customer experienced low blood glucose symptoms of feeling like she wanted to pass out, feeling shaky, lightheaded, and feeling eye flutters. She alleged that the guide meter was giving her higher readings than her actual blood sugar level. The customer is in her (B)(6) of pregnancy. On (B)(6) 2019 at 1:30 pm, the customer went to her prenatal appointment for a stress test and for an ultrasound. While at her appointment, the doctor checked her blood sugar levels and got a reading of 112 mg/dl on his professional meter. The customer immediately took her blood glucose on the guide meter and received a result of 339 mg/dl within 10 minutes. The customer never was unconscious. She was unable to self-treat. The customer was immediately admitted to the hospital during her prenatal appointment. The flight team put the customer in a wheel chair and took her to the hospital which was across the street. The flight team got the customer to the hospital at 4:20 pm on (B)(6) 2019. She did not go to the ER. The customer was immediately admitted to the hospital at 4:30 pm on (B)(6) 2019. She was admitted for low blood glucose. The customer received a result of 48 mg/dl on the hospital meter shortly after being admitted to the hospital. The customer immediately took her blood glucose on her guide meter and received a result of 130 mg/dl within 10 minutes. The hospital staff treated the patient with 3-4 tubes of glucagon gel in her mouth. The customer was discharged from the hospital on (B)(6) 2019. The lot number was not provided. The remaining strips were discarded; therefore, no product could be requested to be returned for product evaluation.